Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked approximately 7 ml of fluid behind the laser assembly. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure, and no one sought medical attention. No erroneous patient results were generated and therefore there was no impact to patient treatment. Beckman coulter field service engineer (fse) assisted the customer over the phone with troubleshooting. Sample line to the bottom of the laser had slid down onto the flow cell port. The fse had the customer to reposition tubing onto the port and secure it with a wire tie, and this resolved the issue.